Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 515 mg/dl. Reportedly, the customer attempted to address bg with a correction bolus. In the ER customer was treated with a cortisol shot and manual injection of insulin. The customer alleged that the pump was not delivering boluses. Tandem technical support reviewed the pump history and determined that the pump functioned as intended and that boluses were delivered. Reportedly the customer returned to the hospital a day after her release with the issue of high bg not resolved. The customer reverted to an alternate form of insulin therapy. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.